Event description:
It was reported that the catheter transducer became detached. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, it was discovered that the catheter became kinked near the proximal section. After the procedure, upon inspection of the device it was also revealed that the transducer was completely disconnected. The catheter was removed, and a new catheter was used to successfully complete the procedure. There were no patient complications.